Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 510 mg/dl. Reportedly, the customer was using off-label insulin for insulin therapy. Tandem technical support educated the customer on cartridge/insulin labeling. Bg was addressed via a correction bolus.